Event description:
The customer reported that there is no audible tone or vibration when the insulin pump gives an alarm. Troubleshooting was performed, and the insulin pump did not alarm during the tone test. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.